Event description:
The customer reported, "white screens and everything is lit up on the keyboard. Unable to flash. It is frozen." The customer described a lock up situation. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The system tested and found to be working as intended and put back into service.